Event description:
In 2005, patient had medtronic active fixation lead placed in rv and fixed to pectoralis muscle. About 13 days later pt represented to ed c/o diaphragmatic pacing. Cxr revealed lead dislodgement, changes were made to pacer and pt was scheduled for lead revision. Two weeks later, pt had current lead repositioned. Forty-five days later, pt presented with lead dislodgement taken to ep lab, lead explanted and new lead placed.